Event description:
It was reported that the patient was experiencing pain, tenderness and skin irritation at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility would not release the explanted device.